Event description:
Event description guidant received information that the atrial lead was intermittantly capturing/sensing, the physician went in to re-position the ventricular lead and while removing the pin from the header (ventricular lead) the pin broke and was unable to be removed from the port. The atrial lead was cut and also removed from service at the same procedure. An entire new system was implanted.